Event description:
Information received with return of the explanted device notes that a check revealed increased ventricular lead impedance, no capture and decreased electrogram amplitude. An inner conductor fracture near the tie down sleeve was noted during the explant procedure. No further testing was done due to transient hypotension.